Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc ((B)(4)). Please note that previous medwatch reports for this product may have been submitted from the MFR site kinetic concepts, inc ((B)(4)). As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc and (B)(4). Additional info will be provided upon conclusion of the MFR investigation.

Event description:
On (B)(6) 2014, the following was reported to arjohuntleigh by the supply chain manager: 12 evolve mattresses are developing a depressed area in the center of the mattresses. If this type of malfunction were to recur, it may cause or contribute to serious injury or medical intervention to prevent harm. Therefore, this event is reportable. This is number of 12 events for this facility.